Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).

Event description:
It was reported that the patient was having coupling and/or communication issues. The patient would get the recharging screen with n o coupling bars no matter what was done. The patient's son repositioned the antenna several times, made the belt tight and attempted to turn the antenna dial. It was speculated that the ins may be flipped. The patient indicated that she stopped feeling stimulation not too long ago. Additional information has been requested, but was not available as of the date of this report. A supplemental report will be submitted when received.

Event description:
Follow up information received from the patient reported that their implantable neurostimulator (ins) was not working properly. The patient met with their physician and was scheduled for surgery ((B)(6) 2013) to revise the leads (or change). The patient was told that the leads were "up too high'' and that was why they felt stimulation in the arm and chest areas. The patient had the ins turned off until it could be ''fixed.'' Further follow up information obtained from the healthcare professional (hcp) confirmed that the patient was scheduled for an upcoming surgery on (B)(6) 2013. The hcp was not sure as to the device issue and the upcoming surgery. Additional information has been requested but was not available at the time of this report.

Event description:
It was reported that the patient was seeing a question mark between two devices on screen. It was noted that the battery was in a discharged state. It was reported that the patient had a little bit of swelling at the implantable neurostimulator pocket.